Event description:
It was reported that the patient was no longer able to hear. The external parts were exchanged but he was still not able to hear. Testing confirmed that his implant has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.